Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the physician performed the procedure as usual, the angio-seal device collagen sponge could not be pushed under the skin completely as the patient had a good physique. The collagen sponge was managed to be pushed under the skin using saline and a pair of forceps. Manual compression was applied to achieve hemostasis. The procedure before deploying the device was percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.